Manufacturer narrative:
No product will be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's skin infection. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer is following the recommendation of her csm and will be trying skin barrier products to help prevent the recurrence of adverse skin conditions. A listing of skin barrier products can be found on the omnipod website.

Event description:
We received a report from the customer's csm indicating the patient was "still having skin irritation" from using the pod. Recently, the customer "had an infected site." The customer is having success using the omnipod system and wishes to continue with pod therapy- she will therefore be trying out skin barrier products to prevent the recurrence of adverse skin reactions. No product will be returned for evaluation.